Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump bolus calculations were inaccurate. Reportedly, the customer entered in a carbohydrate intake of 30g and the pump offered a 16 unit bolus. Contact stated that the 16 unit bolus that was recommended was inaccurate, and they did not deliver the bolus. Customer's blood glucose level was not impacted.